Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level displayed "low". Reportedly, the customer consumed carbohydrates to resolve low bg and resumed insulin therapy with current pump.